Manufacturer narrative:
The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal shaft was bent or entrapped within the anatomy (possibly at the aortic bifurcation), preventing movement of the shaft lumens and causing the thumbwheel to lock up. Although the difficulties encountered appear to be related to procedural circumstances, on may 11th, 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.h6 investigation conclusions code 67 - removed. H10: addtl mfg narrative.

Event description:
Subsequent to the original filing, on may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a superficial femoral artery intervention, the absolute pro may have been partially deployed. There was no adverse patient effect or a clinically significant delay were reported. No additional information has been provided.

Manufacturer narrative:
The device was returned for analysis. The stent was returned partially deployed; thus, the reported deployment issue was confirmed. Additionally, it was noted that multiple struts were stretched and broken throughout the exposed portion of the stent, and the outer member was separated distal to the shuttle. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one other similar incident reported from this lot. However, there is no lot specific product quality issue. The investigation was unable to determine a definitive cause for the reported difficulties. It may be possible that the distal shaft was bent or entrapped within the anatomy (possibly at the aortic bifurcation), preventing movement of the shaft lumens and causing the thumbwheel to lock up. Additional attempts to rotate the thumbwheel against resistance may have placed tension between the ribbon and shuttle causing the outer member to separate in the handle as noted on the returned unit. The outer member separation likely caused slack in the ribbon resulting in the ribbon slipping off the thumbwheel and spooling around the center handle pin, thus preventing further deployment, as transmission between the thumbwheel and retractable sheath was lost. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.